Event description:
It was reported that the cardiosave intra aortic balloon pump keeps alarming and shows unable to update timing and unable to calibrate the optic sensor. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.